Event description:
This customer reported that they were not initially able to acquire a leads ECG waveform during a cardioversion. After changing the ECG monitoring electrodes several times, they were able to acquire a leads ECG waveform. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). The customer reported that they were not initially able to acquire a leads ECG waveform during a cardioversion. After changing the ECG monitoring electrodes several times, they were able to acquire a leads ECG waveform. There was no impact to the involved pt. The device was evaluated locally by philips. The reported symptoms could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom.